Event description:
It was reported to boston scientific corporation that the pneumatic hand pump was used during a bench top test on (B)(6) 2014. According to the complaint, it was reported that the gauge would not go to 20 psi easily due to the fact that the gauge was resting at 4 psi. There was no patient or procedure involved.

Manufacturer narrative:
Reported event of incorrect gauge measurement. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.